Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded several instances of noise and oversensing; there were no instances of inappropriate therapy. Boston scientific technical services (ts) reviewed device data and suggested the noise appeared consistent with air entrapment in the header or a potential loose setscrew and provided recommendations for further system evaluation. Automatic setup and provocation testing were performed; noise could not be recreated. No further episodes were observed within several weeks of the initial instances of noise. No additional action is planned at this time. No adverse patient effects were reported.